Manufacturer narrative:
All three malfunctions provided lot numbers and lot history reviews were performed. The three malfunctions each returned a sample for review. For two malfunctions, the investigation is confirmed for both material separation and device-device incompatibility. For another malfunction the investigation is confirmed for material separation; however, the investigation is inconclusive for the device-device incompatibility. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced device-device incompatibility and material separation. This information was received from various sources. This malfunction involved one patient with no reported patient injury and two malfunctions did not involve a patient. One malfunction involved (B)(6) year old female patient who weighs (B)(6) kgs and the patient age, weight, and gender for the remaining two malfunctions was not provided.